Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient was experiencing dislocation in left knee post-implantation. Subsequently, the patient will be considered for revision surgery on an unknown date. No revision procedure has occurred to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported the patient underwent a revision procedure due to dislocation of the polyethylene bearing. All products were removed and replaced.

Manufacturer narrative:
Concomitant medical products: vngd ssk 360 l fem; p/n: 185284, l/n: 3603059, bmt smooth knee stem; p/n: 145026, l/n: 470050, vg da 360 o/s tib tray; p/n: 161431, l/n: 3535584, bmt smooth knee stem; p/n: 145024, l/n: 316550. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.